Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced symptoms related to pacemaker syndrome and went to the clinic. The device showed to beat elective replacement indicator (eri) and had switched to vvi65 nominal settings. The ipg was reset back to the patient's programmed settings and remains in use. No patient complications have been reported as a result of this event.